Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 180 mg/dl. The customer reported receiving a motor error alarm a week prior. It was also found a continuous ringing noise was present after the battery was replaced. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces also, moisture damage was found on the electronic assembly and motor home switch was corroded. No button error alarm or audio or beep anomaly noted during our testing. Unable to verify for motor error alarm and perform rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests due to no button response. The insulin pump has minor scratched display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip and cracked case near the reservoir tube window.